Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. No scrolling number anomaly was noted. However, moisture damage was noted on the keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the buttons on the insulin pump are not responding. Customer was trying to input a carbohydrate ratio and it just started scrolling up. Customer's blood glucose was 175 mg/dl. Customer's mother does not recall any significant event that may have caused the keypad issue. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.